Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing had come off from the quick release, while changing the set. The infusions were stored at room temperature. There was not stress or pull on the tubing. Upon investigation of the returned used device (1 set), it showed that the tubing was detached from the tubing connector (missing glue) also was noticed a drop of glue where tubing is joined on the tubing connector. No further information available.